Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges elevated chromium and cobalt levels in blood and MRI results showed necrosis at the left hip joint. It was also alleged that there was loose hip, pain, metallosis, discomfort, injuries, reduced mobility, and emotional distress. After review of medical records for MDR reportability, patient was revised to address failed left metal on metal total metallosis and obesity. Operative notes reported of significant metallosis, pseudocapsular formation, significant trunnionosis/ corrosion, blackening of the trunnion, and extensive black corrosive appearing material behind the metal liner. Laboratory result for metal ions were below 7. Chromium: 1.6 pbb. Cobalt: 3.2 pbb. Doi: (B)(6) 2009; dor: (B)(6) 2015; left hip (pinnacle).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.